Event description:
Patient reported that his tubing is leaking at the enfit connection. He stated is seems like it is very tightly fit on there but seems to have leakage. Advised we will send more supply to see if this helps. No alarms or messages on the pump indicating any problems. No missed dose or adverse events reported. Unknown if available for return. No further information provided. Indication: parkinson's disease with dyskinesia, with fluctuations.